Event description:
G-tube pumprate for tube reading was found to be incorrectly set. Resident received 1115 cc in 3 hrs. Normal feeding rate is 55 cc per hr. Staff in attendance are unaware of how pump rate changed. No negtive outcome for resident at present.